Manufacturer narrative:
(B)(6). No devices reached sterilmed quality department for a full investigation. As such the complaint was handled as a no device return. Should the device be received in the future the investigation may be re-opened at that time. Previous submission included a typographical error. Manufacturer report number was originally reported as 21304070-2017-00059 instead of the correct #2134070-2017-00059.

Event description:
Teeth broke off of shaver blade.